Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed failed selftest. The customer¿s blood glucose level was unknown at the time of the incident. The alarm was not resolved during troubleshooting. Advised to discontinue use of the pump and revert to a back-up plan per hcp's instruction. Advised the pump will need to be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
Findings: unit received with high currents and alarm due to faulty board. No oscillation. Unit passed rewind test, basic occlusion, occlusion, prime/a33 test, excessive no delivery test and displacement test. Unit had minor scratched lcd window, cracked case near display window corners, cracked battery tube threads, cracked reservoir tube lip, and cracked lcd window.